Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf and the patient experienced hypotension, cardiac arrest and respiratory failure that required resuscitation. The patient died. The device was returned to johnson & johnson medtech (j&j) for evaluation 16-jun-2025. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The magnetic and force feature were tested and no errors were observed. The icon was visualized correctly and the force values and the vector were observed within specifications. No magnetic or force issues were observed. In addition, during the ablation cycle, the deflection and irrigation system were reviewed, and the curves were deflecting within specifications. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The physician's opinion on the cause of the adverse event is patient condition. The root cause of the adverse event is traced to a pulmonary edema. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
In the 3500a initial under h11. Additional manufacturer narrative reported, "since the date of death was not provided, additional information was requested. However, no further information has been made available. Therefore, since no event date and procedure date have been provided, will add the date of death as the alert date of (B)(6) 2025." Additional information was received on 05-may-2025 providing the date of death as (B)(6) 2025. Additional information was received on 05-may-2025. The event date of the adverse event was 24-mar-2025. The adverse event was discovered during use of biosense webster products. No catheter exchanges occurred during the procedure. No transseptal puncture site performed during the procedure. The intervention provided was resuscitation and intubation. The patient passed away during the case. The physician's opinion on the cause of the adverse event was patient condition, and most specifically the physician's opinion on the cause of death was pulmonary edema. The patient had pre-existing conditions (heart attack, diabetes, long-time smoker). Therefore, updated the a3a. Sex, and b7. Medical history/preexisting condition, b3. Date of event and h6. Health effect - clinical code fields. In addition, provided the patient¿s date of birth. Therefore, updated a2. Patient age at the time of event, a2. Age unit, and a2. Date of birth fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf and the patient experienced hypotension, cardiac arrest and respiratory failure that required resuscitation. The patient died. Mapping and ablation in a patient with ventricular tachycardia¿s (vts). Patient was in normal sinus rhythm (sr). No errors or other warnings were shown in carto or the ngen generator. After ablation, patient had very low blood pressure, falling spo2 and they had to resuscitate the patient about 2 hours with ending in death of the patient. There was no pericardial effusion. He could not be oxygenated because of "blooding out the lung". Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Since the date of death was not provided, additional information was requested. However, no further information has been made available. Therefore, since no event date and procedure date have been provided, will add the date of death as the alert date of (B)(6) 2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).